Event description:
Pt reported that for the last two mos, she has been experiencing erratic blood glucose levels (33-500 mg/dl), and lately her blood glucose has been low (19, 28, and 33 mg/dl). Pt alleged that device is at fault for blood glucose issues. Pt self-treated erratic blood glucose.